Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient receiving unknown medication (unknown concentration and dose) in an implantable infusion pump for non-malignant pain. The pump was removed due infection. The infection occurred one month post-operatively. The operative report indicated the preoperative diagnoses were phantom limb syndrome and left lower extremity with intractable pain. The diagnostics performed in relation to the event include a white blood cell (wbc) count test, sedimentation rate test, a c-reactive protein (crp) test, and cultures. The patient underwent antibiotic therapy for 6 weeks. Per the operative note, the patient failed all conservative measures and attempts to control his pain with systemic medication were once again not possible. The infection had resolved. The patient's pain was related to the infection. The infection was stated to be "bad" and many different things were tried to help the patient. The pump system was not able to be saved. It was noted the patient was a carrier for (B)(6). The patient was re-implanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.